Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was history of pulmonary emboli and inability to take coumadin. A venacavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Per the patient profile form (ppf), the patient experienced migration other than to the heart, blood clots, clotting and or occlusion of the ivc as well as anxiety/worry related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the patient profile form (ppf) and medical records received from legal, the patient underwent placement of an optease vena cava filter. The medical records indicate that the patient has a history of pulmonary emboli and the patient was unable to take coumadin. The filter was deployed via the patient's right femoral vein. The filter was successfully placed below the renal veins, above the common iliac vein bifurcation with no complications.   The patient profile form (ppf) states that the patient experienced migration of the entire filter other than to the heart, blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately seven years and two months after the index procedure. The patient has also experienced anxiety, worry related to the filter.